Manufacturer narrative:
Per good faith effort, it was confirmed that this was just an inquiry about electric safety, and there was nothing wrong with unit, and it was only because the customer was performing the pm on the unit. There was no patient harm, or any issues. The customer was advised that the common repair for the reported issue is to remove some of the loctite from the screws.

Event description:
The customer called into technical support (ts) wanting to know why on some of his v60 units when performing the electrical safety test, the readings are high on the oxygen connector screws. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and advised caller that this issue can be caused by the loc-tite that is on the screws and that if/when he comes across this issue, to try removing the loc-tite from the screws. Further information is pending.